Manufacturer narrative:
Date of event was approximated to (B)(6) 2020, as no event date was reported. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a dilatation procedure performed on an unknown date. According to the complainant, when unpacking the device, it was noticed that the gauge dial was at 3atm when it should have been at 0. Reportedly, the nurse attempted to draw up water to see if this would make the dial reset, but it did not change. The procedure was completed with another alliance inflation syringe . There were no patient complications reported as a result of this event.